Manufacturer narrative:
The patient's weight was not provided. The referenced pump exchange was reported under medwatch MFR report # 2916596-2017-00023. (B)(4). Approximate age of device ¿ 78 days. Device evaluation: during the evaluation of the returned pump, a breach was identified in the green wire insulation of the driveline at approximately 12 inches from the pump housing. The damage appeared to be consistent with abrasion damage due to repetitive flexing of the wire against the metal shielding at this location. As a result of the damage to the insulation, the underlying green wire conductor was exposed. There was no report of pump stops or possible driveline damage; however, if the observed damage was present during pump operation, the system had the potential for an electrical short and resulting interruption in pump function, if the pump was connected to a power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus and the pump was returned for evaluation. During the evaluation of the returned pump, a compromised wire in the driveline was found.